Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is due to component failure. The burn on the forceps likely occurred because a high-frequency treatment instrument was used without keeping a sufficient distance from the distal end, and the likely cause of the peeled adhesive is stress-related. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited a burn on the forceps elevator, and the adhesive around the light guide lens was peeled. There was no patient involvement.